Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an external iliac artery lesion. An armada 35 balloon was used to dilate the artery lesion, however after inflation at a pressure up to a maximum of 2 atmospheres more than the nominal pressure, the balloon could not be deflated. The balloon had to be over-inflated to burst the balloon and to extract it from the anatomy. It was reported that the contrast media was diluted with 50% saline water. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. The additional non-surgical treatment was due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.